Event description:
This pt underwent a lengthy surgical procedure and post-operatively had a very unusual course. Subsequent to the pt's death, it was discovered that two of the infrared filters were missing from the surgical light used during the pt's surgery.